Manufacturer narrative:
Medtronic conducted an investigation based upon all information received. The device was available for evaluation. Medtronic conducted an investigation based upon all information received. The device was available for evaluation. Post market vigilance (pmv) led an evaluation of one signia powered handle for a non-reportable condition. A review of the system logs showed that the battery's charge cycle count had exceeded the charge cycle limit. It was reported that the screen displayed red battery error. The reported issue was confirmed. The most likely cause was traced to device design. As the battery charge cycles increase, battery full charge capacity decreases. To ensure the battery has sufficient full charge capacity to complete a surgical case the powered handle is rendered unusable at 300 battery charge cycles. During the investigation a secondary condition of vented batteries that has no relationship to the reported condition was detected. This condition has a potential for patient harm. Visual inspection of the opened handle found both battery cells vented, wet with electrolytic fluid. A review of the device history record indicates this product was released meeting all medtronic quality release specifications at the time of manufacture. Root cause of the observed vented battery cells was determined to be due to a component degradation. The cell venting is an integrated design feature of the cell that produces a discharge of the electrolyte fluid and renders the battery cell nonfunctional and non-chargeable when battery cell life has been exceeded. A process improvement has been initiated to address this issue. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when the handle was being charged by battery charger pre-operatively, the light-emitting diode (led) for charging status flashed red. When the handle was removed, a graphic indicating battery error was displayed. After that, the device would not start up anymore after being left alone for a while. Another handle was used. There was no patient involvement.